Event description:
The user facility reported, the physician was performing a carotid endarterectomy using the nl850-5071. Within moments of attaching the device a leak developed. The surgeon immediately applied bone wax to seal the hole in the device. The device was replaced with another nl850-5071. The procedure was concluded with a ten minute delay. No patient injury was reported.

Manufacturer narrative:
The reporter indicated the carotid shunt had a leak. A visual examination showed shunt was not received in its original package and had a bent spring near the middle of the shunt. A leak test was performed on the shunt and found to be leaking in two areas, one at the bent spring, the other further down towards the smaller end. Microscopic evaluation reveals a slight cut at the leak sites. The possibilities of releasing a unit in this condition is extremely remote due to this product is packed in a thermoform tray, which protects the shunt of any damage. This device is 100% visually inspected during packaging and a qa sampling plan by inspectors. An improper handling or use at hospital could have caused the above mentioned problem. A review of device history record did not reveal anything unusual during the manufacturing process operations.